Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, on two occasions, tissue was pushed in front of the blade, and the staples were not closed while firing a sureform 60 stapler instrument equipped with a sureform 60 green reload. The stapler was closed and the fire mode was started with no reported error message. No fragment fell into the patient. The procedure was completed with a backup da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 4 times and fired 4 reloads (1 blue, followed by 3 green). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. A review of the provided image was consistent with the reported tissue pushout event. A sureform 60 with green reload is positioned on tissue, and a pile of unformed and malformed staples is deposited at the distal end of the target tissue. There is some bleeding along the cutline and staple line.